Manufacturer narrative:
It was reported to arjo that a caregiver suffered an electric shock after he touched a damaged battery charger cable that had exposed wires (pins). The caregiver did not require any medical attention. During an on-site visit, an arjo technician checked the involved device and found that the charger power cord was damaged with pins exposed. The pins were taped to the back of the cable. Although the caregiver noticed the damaged charger cable, he continued to plug it into the charger, then the mains socket and continued switching on. The instruction for use (IFU- 04.km.00/1gb) informs that: ¿warning: if any doubt about the correct functioning of the maxi move, withdraw it from use and contact arjo service department.¿ "the power socket must be easily accessible. If a faulty condition occurs, switch off the power and remove the plug from the wall socket." Based on the above, it was concluded that the electric shock occurred when touching the damaged cable of the battery charger. The caregiver was using the lift charger at the time when the event occurred. The device malfunctioned (the charger cable pins wires were exposed) therefore the device did not meet specification. The complaint was assessed as reportable due to the allegation about the electric shock (non-serious).

Event description:
It was reported to arjo that a caregiver suffered an electric shock after he touched a damaged battery charger cable that had exposed wires (pins). The caregiver did not require any medical attention.